Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since catheter passes were applied in a different location in the brain than anticipated with the brainlab device involved, despite according to the surgeon: the desired csf flow was retrieved at this very same surgery, the outcome was successful as intended with correct catheter placement. The burr hole/craniotomy did not need to be changed. There was no harm/negative clinical effect for this patient due to this issue. Also not due to anesthesia/surgery prolong of ca. 30min for the placement correction. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation from the intended path and target, by ca. 8mm and 30deg, is a movement of the sterile navigation reference array during the surgery, after the first scan and draping, due to incorrect mounting with insufficient rigid fixation. An additional factor, that to a lesser extent, may have contributed to the reported deviation is movement of the patient's head in the non-brainlab head holder due to inadvertent forces applied after draping during the surgery. Relative movements between the reference array and the patient's head after registration cannot be compensated by the navigation. Apparently the resulting deviation of the navigation display was not detected by the user before applying the unsuccessful catheter passes, with the necessary continued user verification of navigation accuracy after draping and throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for an ommaya reservoir catheter placement to the brain's right side ventricle for drainage of csf, has been performed with the aid of the brainlab cranial navigation sw 3.1. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Acquired an intra-operative CT scan with automatic image registration to match the display of the navigation to the current patient anatomy, verified and accepted the registration to proceed. Determined the craniotomy (burr hole) location with the navigated instruments at the planned entry point and marked it on the patient. Draped the patient, with exchanging the unsterile to a sterile array and re-verified accuracy, and created the burr hole (craniotomy) of ca. 2cm. Performed the catheter placement with a navigated stylet to the intended trajectory and target. One pass was intended. Since no csf could be retrieved, 4 further passes were unsuccessfully attempted with the same approach. Decided to perform another intra-operative CT scan with automatic image registration to navigation. This second scan showed the actual placement deviating with angulation in depth of ca.30 degrees, by ca. 8mm lateral, to the intended ventricle target. Navigating based on this second registered CT scan, placed the catheter with the navigated stylet successfully through the existing burr hole to the intended target, retrieving csf flow as desired. Reconfirmed the correct placement with a final CT scan and completed the surgery. According to the surgeon: the desired csf flow was retrieved at this very same surgery, the outcome was successful as intended with correct catheter placement. The burr hole/craniotomy did not need to be changed. There was no harm/negative clinical effect for this patient due to this issue. Also not due to anesthesia/surgery prolong of ca. 30min for the placement correction. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged.